Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-07182). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented to the hospital for a follow-up and the device was unable to be interrogated. It was noted that the patient had recently been in a car accident. The device was explanted and replaced. The patients condition is good after the event.